Event description:
It was reported that after an iol was inserted in the right eye, a damaged haptic was noticed. Lens was removed by enlarging the incision, and another iol of the same model and diopter was implanted. A suture was used to complete the procedure.

Manufacturer narrative:
Although requested of the reporter, the device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.